Manufacturer narrative:
Concomitant medical products: continued: 5076-58 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the patient felt lightheadedness. The right atrial (ra) lead was observed with far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.